Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred and a blade lifted. The tortuous lesion was located in the left circumflex artery (lcx os). The 10 mm x 3.00 mm wolverine coronary cutting balloon monorail was used with a non-bsc guide extension catheter. The balloon was inflated without issue. After deflation, the physician tried to retrieve the wolverine into a non-bsc device, but there was resistance. After the non-bsc was inserted into the guiding catheter, the wolverine was also retrieved into the guiding catheter. The wolverine was checked and it was noted that the blade of the proximal side of the wolverine was lifted. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that catheter removal difficulty occurred and a blade lifted. The tortuous lesion was located in the left circumflex artery (lcx os). The 10 mm x 3.00 mm wolverine coronary cutting balloon monorail was used with a non-bsc guide extension catheter. The balloon was inflated without issue. After deflation, the physician tried to retrieve the wolverine into a non-bsc device, but there was resistance. After the non-bsc was inserted into the guiding catheter, the wolverine was also retrieved into the guiding catheter. The wolverine was checked and it was noted that the blade of the proximal side of the wolverine was lifted. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the wolverine device was received and analysed. The non-bsc guide extension catheter was not returned for analysis. A visual and microscopic examination was performed on the returned balloon material. The balloon material was unfolded and inflation medium was noted within the balloon material which indicates the balloon had been subjected to positive pressure. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination was performed on the blades of the returned device. It was noted that a section of one of the blades approximately 1mm in length was lifted from the proximal section of the balloon material. The damage can potentially be a result of the resistance encountered during withdrawal of the device. The pad was intact and the remainder of the blade undamaged and fully bonded to the balloon material. All other blades and pads were undamaged and fully bonded to the balloon material. No issues were noted with either the blades or pads that could have contributed to the detachment from the balloon material. A visual and tactile examination identified multiple kinks along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual and microscopic examination identified no damage or any issues with the tip or markerbands of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).